Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the plastic hub on the end of the tube dislodged from the tube. Patient was disconnected from the ventilator due to this. There was no reported patient outcome.